Event description:
Caller reported a malfunction on the pump with a code malf 12, and the issue was persistent even after an attempted reset. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer, who would use multiple daily injections (mdi) as a backup therapy.